Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. Since the sn is unknown, also UDI is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the heater-cooler system 3t. A DHR review could not be performed since possible serial numbers involved were not provided. Source of patient contamination remains unknown and the livanova device involvement as well. Involved device serial number remains unknown and was not equipped with vacuum and sealing kit at the time of surgery (2015) since upgrade activity started in 2017. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova became aware of these cases through legal actions, we do not expect to receive additional information in the near future. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova received report of patient infection. The surgery was an aortic valve replacement done on (B)(6) 2015. Patient deceased (B)(6) 2022.